Event description:
The device was used for vascular stent placement in left external iliac artery. The pt had a history of another stent placement of another MFR in left common iliac artery five years ago and much vascular calcification was observed. The procedure was conducted with an approach from right common femoral artery to left external iliac artery (contralateral antegrade approach). Puncture site was right cfa. The device was inserted after another MFR's wire guide was inserted. The physician encountered strong resistance during insertion. Zilver stent was placed without predilatation of the lesion due to too much calcification. After the stent placement, a delivery system of zilver was removed without post-deployment balloon dilatation. Ballooning was performed in below knee with another MFR's balloon, then its delivery system was removed. When the physician attempted to remove the device, it was stuck, which made him unable to pull it. Another MFR's 4 fr angio catheter and another MFR's amplatz were inserted into a delivery system of the device to remove the whole device, and when the physician pulled the device, it was torn near left cia. A part of the device remained in the vessel, but it was removed surgically. There has been no adverse effects to the pt. Updated into received on (B)(6) 2011 regarding the damage: separated at 30cm from the tip. Dented 5cm in length from the separated part.

Manufacturer narrative:
(B)(4). The device was returned in a used and damaged condition; the sheath had separated at approx the midsection where the coil had unraveled and was broken. Flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection for product from supplier to insure correct inside diameter and outside diameter of tubing and, insure material is free from surface defects, bumps, bulges and protruding coils (B)(4). Final inspection for shuttle flexor tuohy borst side arm introducer set confirms the distal end of sheath is smooth and free of rough edges and visually examine to confirm surface of sheath is free of excessive dents, bumps or scratches. In addition, the IFU, cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight" as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The poor condition of the returned device is indicative of it being subjected to excessive force beyond its design strength, most likely due to tortuous anatomy in the lower extremities and/or calcified lesion in the vasculature that may snag the device during advancement and/or withdrawal. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Prior similar complaints and qera resulted in the issuance of CAPA for this failure mode. (B)(4). Insufficient risk to require add'l corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action per quality system procedures.